Event description:
Patient reported via regulatory agency events of ¿lumps under armpits¿, ¿pain in this breast¿, ¿seem to be a build up of more fluid on this side¿, ¿pain in armpits¿, ¿chest pain¿, ¿breast pain¿, ¿swelling¿, ¿breast lump¿, ¿ruptured¿, ¿silicone had leaked into lymph nodes causing my lump to have swelled¿, ¿3 lumps in breast and armpit area¿. Patient also reported ¿one breast larger than the other¿, ¿fatigue¿, ¿low white blood cells on a blood test¿, ¿feeling sick constantly¿, ¿rashes on chest and over breasts¿, "fatigue¿, ¿brain fog¿, ¿vision and head problems¿, ¿nausea¿, ¿pins and needles in hands and feet¿, ¿low energy¿; these are not device related. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Additional/changed and/or corrected data : a.2.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphadenopathy and silicone migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, and silicone migration.

Event description:
Patient reported via regulatory agency events of ¿lumps under armpits¿, ¿pain in this breast¿, ¿seem to be a build up of more fluid on this side¿, ¿pain in armpits¿, ¿chest pain¿, ¿breast pain¿, ¿swelling¿, ¿breast lump¿, ¿ruptured¿, ¿silicone had leaked into lymph nodes causing my lump to have swelled¿, ¿3 lumps in breast and armpit area¿. Patient also reported ¿one breast larger than the other¿, ¿fatigue¿, ¿low white blood cells on a blood test¿, ¿feeling sick constantly¿, ¿rashes on chest and over breasts¿, "fatigue¿, ¿brain fog¿, ¿vision and head problems¿, ¿nausea¿, ¿pins and needles in hands and feet¿, ¿low energy¿; these are not device related. Device remains implanted. This record is for the left side.